Event description:
Pt reported there are black marks on the display of the infusion device. Pt stated the marks are covering some of the digits which could cause misinterpretation of the digits. No further info is available. No physiology effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.